Event description:
This patient notified the rptr that their portable oxygen tank was not working. Upon further evaluation, the patient indicated that they placed their conserver onto a sealed cylinder of oxygen and water shot through the conserver and into patient's nose. The cylinder and conserver were isolated and puritan medical products was notified of the possible contamination. Three days later, puritan met with the rptr to retrieve the isolated tank. Puritan will evaluate this tank and report back. At this time puritan does not want to recall the lot. Rptr initiated a voluntary recall of this lot number and will report to puritan.